Manufacturer narrative:
The device was received. Investigation is not yet complete.

Event description:
Device malfunction: resistance during thumb advancer deployment. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, during thumb advancer deployment, resistance was felt. The device was removed using the safety release button per the instructions for use. Hemostasis was achieved using manual compression. There were no report adverse pt effects. Though requested, no additional info was available.